Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an unknown sensor issue. At around 1130pm, the patient¿s cgm alerted him to a value of 44 mg/dl. The patient was wearing a tandem insulin pump. The patient self-treated with 40 grams of carbohydrates in cookies and milk. The patient then returned to bed. The patient stated his cgm continued to alert him to a low reading and then ¿malfunctioned¿. No other specific details were reported regarding what this malfunction was or how the cgm was behaving. At an unspecified time later, the patient had a grand mal seizure. He was making loud noises and had urinated on himself. His daughter heard the noise and checked on him, however, he couldn¿t recognize himself or his daughter initially. The patient¿s bg meter reading was 20 mg/dl while it was reported that the cgm ¿stopped working¿. The patient¿s daughter disconnected the patient¿s tandem insulin pump. The seizure lasted 20-30 minutes and the patient¿s daughter kept him laying down to prevent any injury. Once able to communicate, the patient did not wait to call emergency medical services (ems), as he stated he already treated himself with food and drink earlier and preferred to wait for his bg to rise from that. The patient eventually fell back to sleep. No assistance was provided from a higher level of care. When the patient woke up, the patient¿s cgm was ¿working again¿ however, it was ¿100 points off¿ from his bg meter reading. The patient then removed the sensor. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. Primary UDI number - correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced an unknown sensor issue. At around 1130pm, the patient¿s cgm alerted him to a value of 44 mg/dl. The patient was wearing a tandem insulin pump. The patient self-treated with 40 grams of carbohydrates in cookies and milk. The patient then returned to bed. The patient stated his cgm continued to alert him to a low reading and then ¿malfunctioned¿. No other specific details were reported regarding what this malfunction was or how the cgm was behaving. At an unspecified time later, the patient had a grand mal seizure. He was making loud noises and had urinated on himself. His daughter heard the noise and checked on him, however, he couldn¿t recognize himself or his daughter initially. The patient¿s bg meter reading was 20 mg/dl while it was reported that the cgm ¿stopped working¿. The patient¿s daughter disconnected the patient¿s tandem insulin pump. The seizure lasted 20-30 minutes and the patient¿s daughter kept him laying down to prevent any injury. Once able to communicate, the patient did not wait to call emergency medical services (ems), as he stated he already treated himself with food and drink earlier and preferred to wait for his bg to rise from that. The patient eventually fell back to sleep. No assistance was provided from a higher level of care. When the patient woke up, the patient¿s cgm was ¿working again¿ however, it was ¿100 points off¿ from his bg meter reading. The patient then removed the sensor. The patient was ¿fine¿ at the time of report. Data investigation could not confirm the allegation. App data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was found in connection with the allegation that both the low and urgent low alerts were delivered with 70% volume. Both the low alert and urgent low alert were acknowledged prior to egvs dropping below 44 mg/dl. No additional patient or event information is available.